Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented remotely with an implantable cardioverter defibrillator (ICD) that reverted to backup vvi mode. It was clarified that the reset mode was due to merlin connectivity issues, which would be fixed with the cyber security upgrade. The patient claimed to have felt "vibratory alerts," but did not notify the clinic of these feelings. The device was then reprogrammed to previous parameters and upgraded. The patient was asymptomatic throughout the process.